Manufacturer narrative:
Continuation of d10: product ID 37612. Serial# unknown: product type implantable neurostimulator product ID 37761. Serial# unknown: product type recharger h3: analysis of the recharger had shown that the wires were frayed and the connector pins were bent/broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wires were frayed on the recharger which the patient had been using since 2017. The issue was attributed to normal wear and tear. The recharger was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 product analysis (B)(6): analysis found that the wires were frayed and the recharger adapter port pins # broken/bent pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.